Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. The reporter denied any damages to the battery compartment. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: 10/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life illustrated with a 30 count voltage drop leading to a ¿cs 128¿ call service alarm warning on (B)(6) 2016. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was moisture corrosion observed in the battery canister and on the returned battery cap. A leak test was performed and failed due to a battery compartment leak. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The initial ¿short battery life¿ complaint was duplicated during the investigation. The pump¿s cover was removed and further moisture ingress was found to the printed circuit board (pcb) and to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.